Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, h4, h6and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material adhered inside the air / water nozzle and the foreign material got clogged inside the nozzle. The final root cause of the foreign material clogged in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the inadequate air supply was discovered during the middle of an upper endoscopy diagnostic procedure. The procedure was completed using the subject device. There was a slight delay to the procedure, however no additional anesthesia was required. A pre-use inspection of the device was completed.

Event description:
Customer sent in this device for evaluation and repair of inadequate air supply. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; distal end rubber coating (a-rubber) adhesive has a chip, crack, and a white-clouded area; adhesive around objective lens and light guide lens (lg) is peeled; distal end cover (c-cover) has a dent; connecting tube has a wrinkle; and objective lens, and connecting tube have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.